Event description:
On (B)(6) 2015, the patient underwent revision of a left total knee replacement with rebalance of collateral ligaments at which time a small hemovac drain was applied superolaterally. On (B)(6) 2015, post op day 2, the physician assistant removed the hemovac drain. The patient felt a snap and reported feeling something inside. The physician assistant noted that the tip of the drain appeared to have broken at the perforation level. An x-ray was ordered and revealed a foreign body within the left knee consistent with hemovac tubing. The patient was brought back to surgery on (B)(6) 2015 for irrigation and drainage and removal of the foreign body.